Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impendence is unknown. They were able to successfully program around the bad impedance and the patient regained therapy. When the patient¿s ins nears end of service. The ins and lead will be replaced. The confirmed the issue is resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that  the patient's interstim device stopped working. The patient stopped feeling stimulation and when they turned therapy up they did not have a return of the stimulation sensation. The patient has a group program with electrodes 0- 3+. The caller indicated that when they checked impedances the value for electrode 0 was >4000ohms. The caller was using the 8840 and the patient did not have the 3037 available at the appointment. The caller indicated that prior to calling they had attempted to make changes with the active electrodes but the 8840 would not allow them to make the changes. The caller had attempted to connect to the ins with a therapy handset using the clinician application and got a message that said the wrong device was found. The caller asked how to connect to the patient's ins with the handset. Tss reviewed how to remove linked devices from the therapy handset. The caller confirmed that they were able to interrogate the ins. Troubleshooting was not required. The issue was not resolved through troubleshooting.  Reviewed information about impedances and programming.